Event description:
A customer reported experiencing low blood glucose events every evening for several weeks, with the most recent occurrence noted on (B)(6) 2025. The lowest blood glucose level was displayed as "low," with no specific value specified. Cause was not known. To address the issue, the customer managed the low blood glucose by consuming orange juice and glucose gummies. Technical support advised the customer to consult a healthcare provider to discuss possible factors affecting their blood glucose levels, and the customer agreed to this recommendation. The control-iq feature on the customer's pump was active, and the customer was able to upload pump data for further analysis, with the support case remaining open until this was confirmed.